Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 2/14/2008. Serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(4). Device evaluated by MFR: the actual device has been returned and is currently pending evaluation. Once quality engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 4/25/2019 to 5/1/2019. G1-2: the manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device evaluation: the actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which determined that the device failed pretest for check triggers and electronic control unit (ecu) function-upper trigger binding. During repair, it was observed that the motor was corroded, and the stop rings were worn and corroded. It was further determined that there was an unknown debris on the internal components and the device showed signs of an immersion. It was further determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to improper cleaning methods and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: serial number unknown; (B)(4). The serial number was unknown. Therefore, device manufacture date is unknown. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery for a lumbar laminectomy procedure, it was discovered that the small battery drive device malfunctioned and was making a grinding noise. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) of 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.